Event description:
The reporter indicated that on (B)(6) 2024, a 12.1mm (B)(6) implantable collamer lens of (B)(6) (sphere/cylinder/axis) became stuck in the cartridge or injection system. There was patient contact but no patient injury. Reportedly, "when the lens loaded, the plunger is pressed before bringing the lens to the tip." Cause of the event was user error. The lens was prepared again and surgery was performed on another day. On (B)(6) 2024, a longer length replacement lens was implanted into the patient's left eye (os) and the problem was resolved.

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).